Event description:
It was reported the patient's scs ipg was explanted for an undisclosed reason on an unknown date between 2016 and 2019. The patient declined providing the reason for the explant to the manufacturer. No further information is known at this time.